Event description:
The patient reported to merz aesthetics that she was injected with radiesse on (B)(6) 2012 and then developed a bacteria, pseudomonas. She went to dr. (B)(6) for the radiesse. The doctor's assistant, (B)(6) did the injection. She stated that she passed out several times and missed one week of a european trip. She received two 1.5cc radiesse syringes and juevederm ultra plus xc 0.08. The radiesse was injected around the mouth folds. On (B)(6) 2012, she passed out that night and went to the ER for 8 hours. The infection control doctor that she saw on-call was dr. (B)(6). She was on-call when (B)(6) was in the hospital. She was put on levoquin IV and then orally 250mg for 10 days. She was re-hydrated and an echo ultrasound was done. About 5 days later, she felt better. She went to europe on a (B)(6). When she came back, there was a message from the hospital to come back. On (B)(6) 2012, a second culture was done and it was fine. An abdominal CT was done and more heart tests were done. Two more times cultures were taken. There was no follow up appointment at dr. (B)(6) office. The patient stated that she sent an email to his office (at the end of (B)(6)). She sent him the name of the doctor that she went to, a copy of the cultures and dates that se was in the hospital. The patient's last two cultures came out clear and she is feeling much better. The patient questions the technique that the injector, used. She observed during her procedure that the injector had gloves on, answered the phone and did not take her gloves off. She also saw the injector go to the frig with the gloves on. Dr. (B)(6) provided information on (B)(6) 2012: he confirmed that the date of the injection was on (B)(6) 2012. The patient was injected into the cheek (malar area) with 2 1.5c radiesse syringes. (B)(6) mixed each syringe with 0.26cc of 2% lidocaine. (B)(6) was the injector. He provided the lot numbers. The patient is (B)(6) female who is a retired physician. He stated that he was not able to provide further information as she has not been back for follow up. He confirmed that the patient sent him information such as a copy of the cultures. He stated that the pseudomonas from a blood culture could ber from a urinary track infection. He questioned if there was a sign of infection in the face or was this systemic?

Manufacturer narrative:
(B)(4). Additional expiration date 08/2014. Additional MFR date 08/2014.